Event description:
It was reported that during use on a patient, the pump gave a system error #8 alarm. As a result, the pump was swapped for another and sent to biomed. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 8 alarm" is confirmed. This is an original fos board for this 2008 iabp. The fos board failed the pressure test along with a system error 8 alarm. All pressures were outside the acceptable ranges. The root cause of the fos pressure failure is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during use on a patient, the pump gave a system error #8 alarm. As a result, the pump was swapped for another and sent to biomed. There was no report of patient complication or serious injury and death.